Event description:
It was reported that during service and repair pre-testing, it was discovered that the compact speed reducer device had no rotation. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The functional assessment revealed that the device had no rotation and a bent drive shaft, which is an indication that the device was dropped. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and /or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.